Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, during suture retrieval, the suture came off when the plunger was pulled back. The device was removed from the patient's anatomy and a second proglide device was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the suture, link, posterior needle tip, and both cuffs were not returned. Without the return of these components, the scope of this investigation was limited. Inspection revealed a damaged anterior needle barb. This indicated that the anterior needle was initially engaged with the anterior cuff during needle deployment. However, when retracting the needle plunger, the anterior cuff-to-needle tip detachment occurred. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to the cuff-to-needle tip detachment. Based on the investigation findings, the root cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.